Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality control (qc) results were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the luminometer was dirty. The cse cleaned the luminometer and calibrated the probes. The cse performed qc, which were within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant tnl-ultra result was not reported to the physicians. The sample was repeated on the same instrument, resulting lower. Another sample was redrawn from the same patient and tested on the same instrument twice, resulting lower than the initial result and matching with repeat result. The corrected result was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.